Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in truck. The customer was passed away on (B)(6) 2002 due to low blood glucose and suffocation. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. It is unknown if the caller will return the insulin pump for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was stated that customer was on his way to work and had a low blood glucose and pulled over into a parking lot and took off the pump and turned off his truck, which also turned off the air conditioner. It was very hot and it was believed that he suffocated in the truck. He was found two days later. Pump was used on the day of passing, though customer did remove it prior to passing. Pump does not have sensor feature.